Event description:
Customer reported that their AED will not power on and that their battery pack was expired. The maintenance activity was not reported, and the battery expired on 08/2021. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on. Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 08/2014. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.